Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer¿s blood glucose (bg) level was reported as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.